Event description:
It was reported that no graduation marks were observed on the housing of an infusor sv5. This was observed after filling the device. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received by baxter for evaluation. Visual inspection found that the graduation marks were missing from the housing. The cause was determined to be a machine error during the manufacturing process, which led to a failure to print the graduation marks on the housing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received by baxter and is currently in the process of being evaluated. The initial evaluation confirmed the reported condition; however the root cause has not yet been determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If any additional relevant information becomes available, a supplemental report will be submitted.